Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent.the cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Three days after the event onset, the patient was treated with ceftazidime injection (500mg, intraperitoneal, once daily, discontinued on the same day) for peritonitis. A day later, the patient was treated again with ceftazidime injection (125mg, intraperitoneal, each bag, ongoing) for peritonitis. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.